Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported does not recognize open door, which was reproduced during service through visual inspection or by troubleshooting the device. The cause was determined to be a failing upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door. The problem was found during testing in the biomed service department. There was no patient involvement. No additional information is available.